Event description:
It was reported that the surgeon was performing a lap chole and the case was completed at noon. The pt was readmitted to the hosp at 6:00 pm and the surgeon had to open the pt back up and reported that he had cut through the duct and artery. As of yesterday, the pt did not require add'l blood or fluids. The sales rep. Stated that it did not appear that the jaw or cam were broken. They were not sure what firing cycle this ocurred since it was difficult for the surgeon to see what he was doing. During initial placement the doctor was able to see where he was placing the cips. There was no malfunction during the initial procedure, there was however a free floating partially formed clip removed from the abdomen. All the clips placed appeared to be fine. Pt returned to or for a laparotomy same day. Artery and duct were both leaking. Clips were placed on both the artery and duct 4/27. Pt received 2 units of and had an ercp. Doctor thinks that the clips may have cut through the tissue, looked like reminant of tissue.